Event description:
The following has been reported: biomed reported: issue: constantly states "tubing set not recognized, reload cassette" troubleshooting: I have primed new test set and attempted to run it on the pump and keep on getting reported problem everytime. Biomed confirmed pins are moving freely. A preliminary review of the logs shows the following: sensor hardware failure (set ID sensor). An active infusion was not delayed (per review of the logs). Reporting due to the referenced issue. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Upon investigation, it was observed the logs called for both downstream sensor and set ID, the complaint was confirmed. Final acceptance test was conducted and passed. The pump was inspected to determine if any fluid ingress was present on the set ID. There was no ingress on the set ID. Pump was reverted back to manufacturing mode to conduct front housing testing to test set ID, and test downstream sensor during functional testing. Testing had failed set ID and passed for downstream sensor. Set ID and bubble detector assembly will be replaced during repair.